Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 corrected: h6 (device). Patient code: no code available (3191) is used to capture surgical intervention. Code for device revision or replacement is removed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2014 the patient underwent a medial unicompartmental total knee to address the preoperative diagnosis of medial compartment osteoarthritis, right knee. No complications noted. Medical records from (B)(6) 2019 noted that since the revision on (B)(6) 2016, the patient has experienced pain and swelling, effusion, and has had an aspiration performed. Surgeon noted a concern for loosening of components, as well as osteolysis versus possible infection. Radiographs were reported to show possible loosening. At the time of this review, there were no revision information.

Manufacturer narrative:
(B)(4). Competitor simplex cement x 2 utilized. Information too large to add to concomitant section of the 3500a report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for lucencies : abnormal radiographic evaluation. Event is not serious and is considered mild. Event is definitely related to device and procedure. Date of primary implantation: (B)(6) 2014. Date of revision #1: (B)(6) 2016 (femur, tibial tray, insert). Date of revision #2: (B)(6) 2016 (insert). Date of event (onset): (B)(6) 2019. (Right knee). Treatment: knee aspiration.